Manufacturer narrative:
(B) (4). (B) (4). Product evaluated and customer's experience of leak from the pumping segment was confirmed during functional testing. A pinhole was observed in the silicone segment near the upper fitment. The root cause of the pinhole could not be determined. The lot number was not identified. Review of the mfg database for a year period (one year prior to the notification date), for the involved model number, silicone tubing and upper fitment part numbers, did not identify any quality issues for the reported failure mode during production build period.

Event description:
Customer reported a leak in the pumping segment near the upper fitment. Incident occurred in the infusion outpatient center during an infusion of blood. No patient or staff harm reported. No add'l info was available.